Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: investigation revealed contamination under the up arrow button contact. The keypad was found to be worn but intact. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, investigation is not complete. Once investigation is complete, a supplemental will be sent out. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.